Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was working properly. No problem was stated or found during the device evaluation. No repairs were made regarding the reported issue. The arctic sun is functioning properly. All upgrades were verified complete. The device history record review and labeling review was not required as the reported event was unconfirmed. Correction: h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the arctic sun device was failed a functional test. A functional test showed that the mixing pump had failed and would ship a replacement device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was failed a functional test. A functional test showed that the mixing pump had failed and would ship a replacement device.